Manufacturer narrative:
This report is submitted on july 24, 2023.

Event description:
Per the clinic, the patient experienced tinnitus, performance decrement and intermittencies to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 11, 2023.